Manufacturer narrative:
(B)(4).

Event description:
It was reported that during review of patient's merlin.net device transmission there were two low consecutive battery measurements and the - elective replacement indicator - had not been triggered. No intervention had been reported. The issue would be discussed with the physician. No patient symptoms.

Event description:
New information states the device was explanted without incident.

Manufacturer narrative:
Analysis was normal. No anomalies were found.